Event description:
On 08/30/2000, the MFR received a copy of a medwatch report that states the following: the device that was placed in the pt during right carotid endarterectomy had a leak in it. Removed during surgery and replaced. No further details were provided at this time.